Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was getting a no delivery alarm on the insulin pump. Customer stated that the pump is old and her blood glucose was 435 mg/dl. Customer treated with manual injections. Customer performed a 5.0 unit fixed prime and stated that the insulin did exit. Customer was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. Customer stated that the cannula was not bent. Customer would like to have the pump replaced. Customer stated that he is not currently using the pump and is using multiple daily injections to treat.